Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon was used during an intragastric balloon placement procedure performed on (B)(6) 2025. During the procedure while the balloon was being filled with saline and methylene blue using a 50 ml syringe. After 20ml was injected into the balloon, a leak was observed. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. The balloon was removed. The procedure was cancelled. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of cancelled/rescheduled - post sedation/sedation unknown.